Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 in order to treat pelvic organ prolapse. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary/bowel problems, recurrence, dyspareunia, and vaginal scarring. It was reported that the patient underwent a hysterectomy in 2007. It was reported that the patient underwent mesh removal on (B)(6) 2008, (B)(6) 2008, and (B)(6) 2009 due to mesh erosion and pain. No additional information was provided. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 04/22/2016, it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted concurrently with bso. No additional information has been provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced atrophy of vagina and urinary urgency. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-07523. The same patient is represented in each medwatch.